Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 506 mg/dl after a set change. The customer treated via manual insulin injection. Troubleshooting was declined since the customer believed that the high blood glucose was likely caused by a bent infusion set cannula. No products were returned or replaced.